Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the lot number was unknown. No conversion to open procedure because of unformed staple. The patient is stable. Dr. Said the reason of unformed staples was not found.

Event description:
It was reported that during a laparoscopic distal gastrectomy, on the first firing, the deployed staples on the knife side of the proximal end on the staple line were malformed. The deployed staples of the distal end were unformed on the second firing. The target tissue on the distal end of the cartridge was uncut. The cartridge color was blue. The device was used for delta anastomosis on the stomach. Uncut tissue was cut at the third firing, and additional hand suture was performed where the malformed staples were deployed. There was no need to conver to an open procedure. There were no adverse consequences to the patient. No further information is available.